Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to infuse during therapy. The device was programmed to deliver an 1000 ml infusion of normal saline (lactated ringers) in a refrigerated state ( right out of the refrigerator) and was ran at the rate of 999 ml/hr in the intensive care unit. The device delivered 0 ml of actual infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.